Event description:
As reported, the indicator window of the 6f exoseal vascular closure device (vcd) did not change color even if it was completely out of the body. Hemostasis was achieved using a compression device. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. No unusual issues were noted about the device prior to use. The device was prepped according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer (30¿45 degrees). The sheath introducer used was a 8f non-cordis femoral sheath. The vessel diameter was verified to be greater than or equal to 5 mm. No visible calcium or plaque was present at the puncture site. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. No excess force was applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd was securely locked with the vascular sheath introducer. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of the 6f exoseal vascular closure device (vcd) did not change color even if it was completely out of the body. There was no reported injury to the patient.

Event description:
As reported, the indicator window of the 6f exoseal vascular closure device (vcd) did not change color even if it was completely out of the body. Hemostasis was achieved using a compression device. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. No unusual issues were noted about the device prior to use. The device was prepped according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer (30¿45 degrees). The sheath introducer used was a 8f non-cordis femoral sheath. The vessel diameter was verified to be greater than or equal to 5 mm. No visible calcium or plaque was present at the puncture site. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. No excess force was applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd was securely locked with the vascular sheath introducer. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of the 6f exoseal vascular closure device (vcd) did not change color even if it was completely out of the body. Hemostasis was achieved using a compression device. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. No unusual issues were noted about the device prior to use. The device was prepped according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer (30¿45 degrees). The sheath introducer used was a 8f non-cordis femoral sheath. The vessel diameter was verified to be greater than or equal to 5 mm. No visible calcium or plaque was present at the puncture site. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. No excess force was applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd was securely locked with the vascular sheath introducer. One photo was attached to event-2025-15019. The photo shows the distal end of a 6f exoseal unit, with the guard locked and the indicator wire deployed and the loop in good condition, with the plug still present with the delivery shaft with blood residues. No additional anomalies or notable details were observed in the image. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was observed in the black/white position. During this visual analysis, a kink was observed on the delivery shaft, located 5 cm from the distal tip. A dimensional analysis was conducted near the affected portion of the delivery shaft to verify the outer diameter. The result obtained falls within the specification. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Full depression of the deployment lever followed, resulting in retraction of the indicator wire and expected plug deployment. The indicator window subsequently reached the black/white/red position. A high magnification evaluation was performed on the internal mechanism of the device. No abnormal conditions were observed during this analysis. A review of the manufacturing documentation associated with lot 18385061 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device achieved full window transition and successful deployment during the functional analysis. A kink was observed in the delivery shaft. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that the kink observed on the delivery shaft may have caused issues with use of the device. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.